Event description:
My grandson was changed to the dexcom g7 sensor in (B)(6) 2024. It has been a headache since. It fails and won't stay attached to his arm. We have followed dexcom's instructions and we use their over patch, but it still doesn't work. He has developed a severe reaction to the adhesive on the pad, it looks like a burn. The sensors last about 2-5 days. The last one last 2 days. He is 9 years old, plays sports, sweats, but this device is unreliable. I wouldn't recommend it to anyone. We didn't have this problem with the g6. His insurance only pays for 3 a month, so if they fail, he's doing finger sticks until he can refill his prescription. Something needs to be done. I wouldn't buy a vehicle that fails like this, and this is a medical device. I hope you can help all of the dexcom g7 users. Thank you.